Manufacturer narrative:
Age at time of event: over the age of 18. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-09735 it was reported that a gudewire tip detachment occurred. On (B)(6) 2016, the patient underwent a stenting procedure involving a 3.50x12mm synergy stent and 330cm rotawire. Access was gained to the left coronary artery with the 330cm rotawire. The distal tip of the rotawire then detached and the physician then removed the rotawire and replaced it with a different wire. Once access was gained in the left coronary artery a 3.50x12mm synergy stent was implanted. Upon deflation of the stent delivery balloon the physicians experienced difficulties in removing the stent delivery system. The synergy stent delivery system was eventually successfully removed and the procedure was completed without any patient complications. The patient's status is stable.